Event description:
On (B)(6) 2015, the patient was being treated for a thoracic aneurysm with a conformable gore® tag® thoracic endoprosthesis (tgu404020/13552123). Following the successful deployment of the conformable gore® tag® thoracic endoprosthesis, it was reported that upon removal of the catheter, the leading olive broke off of the catheter in the sheath. It was reported that the patient had very tortuous anatomy which may have caused additional pressure to be put on the catheter as it was removed. The leading olive was retrieved from the patient through the sheath. The patient tolerated the procedure without further adverse event reported. The device delivery system was discarded at the facility and is not available for examination.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, ilio-femoral access vessel size and morphology (minimal calcium, thrombus and/or tortuosity) should be compatible with vascular access techniques and accessories.